Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure ussing a pinnacle anterior/apical pfr kit, when the physician tensioned the mesh in one of the arcus tendons, the pt began to bleed in that site. The physician applied raytex gauze with pressure for five minutes, and then used floseal, and the bleeding seemed to stop. Then, after the physician sutured the anterior wall and started to put in the vaginal packing, he noticed bleeding again. The physician went back in, got the bleeding to stop, and gave the pt at a blood transfusion. The procedure was completed with the same pinnacle anterior pfr kit, with no further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.